Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Final analysis found an external insulation abrasion at 8.0 ¿ 8.3 cm from the connector pin breaching the outer insulation and exposing the outer coil. This damage was consistent with friction to the device can. No shorts were found.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's atrial lead was over-sensing noise resulting in episodes of inappropriate mode switch. The patient was brought into clinic where the lead was then explanted and replaced. The patient was stable.